Event description:
It was reported that a cartridge alarm occurred. Customer's blood glucose level did not exceed 500 mg/dl and remained within normal range. Technical support assisted the customer in loading a new cartridge and advised on avoiding the use of cold insulin. Customer planned to call back with room temperature insulin ready for further assistance.